Manufacturer narrative:
(B)(4). D10- medical product articular surface medial congruent (mc) right 11 mm height, item# 42522100811, lot# 67029579. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface did not engage the locking mechanism. During inspection, the underside of the insert appeared incorrect. Attempts to obtain additional information have been made; however, no more information is available at this time.